Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. Customer stated that they put a new battery but the insulin pump would not respond to the new battery and she tried another battery and the insulin pump still will not turn back on. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest and displacement test. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).